Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture and shaft break occurred. The 90% stenosed lesion was located in a hemodialysis shunt of the moderately calcified and severely tortuous left antebrachial vein. Another MFR's sheath was inserted from the left antebrachial vein and another MFR's guide wire crossed the lesion. The sterling 6.0 x 20mm balloon was advanced to the lesion and inflated to 22 atms for 10 seconds and ruptured. The balloon was withdrawn and "stuck to the sheath." The shaft was broken during withdrawal, and a portion of the balloon remained inside the pt. The portion of the balloon was removed surgically. The pt condition is reported as "stable."